Event description:
A connection failure occurred between an avoset 100ml cassette reservoir (12222-000-0002) and the microbore 66" extension set (12222-000-0016). The site of the leak occurred at part "c" outlined in the attached photo. The leak caused the pouch the medication was held in to be completely saturated. Patient required an unplanned trip back to the cancer center for disconnect and reconnection to a new dose of chemotherapy for completion of therapy. Avoset 100ml medication reservoir (12222-000-0002); lot: 1815.280624; exp: 9/28/2026 avoset microbore infusion set (12222-000-0016); lot: 1386.2606.14; exp: 9/26/26. Pt code: 4582. Device codes: 2900, 1250. Ref report: mw5182544.